Event description:
Patient reported via regulatory reporting agency left side "breast busted", "pain", and "alopia". The following events are not device related "loss of hair¿, ¿stress¿, and ¿neck pigmentation¿, and ¿dry eyes¿. Device status is unknown.

Manufacturer narrative:
In response to FDA report number: mw5147891 and mw5147892. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.